Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen was dark, and pump could not be turned on after shutdown, although pump later began charging using original charging supplies, and caller had previously received shutdown alarm. There was no adverse impact to the customer¿s blood glucose level. Customer used tandem charging cable and wall adapter, followed guidance to leave pump connected to working outlet, and was informed that insulin on board and maximum hourly bolus would reset to zero and that continuous glucose monitoring sessions would need manual restart after shutdown, and was advised to monitor and call back if issue persisted, which caller acknowledged.